Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission: 23-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 09-mar-2018 with the following findings: during investigation, the black box shows evidence of cs052 alarms. A 24hr duration test was successfully completed with no call service alarms being duplicated. Removed pump cover; internal moisture was found on the printed circuit board & internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.